Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 the key market contact was contacted and stated that the customer replaced the battery on their own to resolve the issue. The customer disposed of the defective battery and it will not be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.